Manufacturer narrative:
Visual receipt analysis: 4/7/2016 - received one (1) used 081-c4203-2, 8.5" (22cm) appx 1.1ml ext set w/2 clave, clamp, rotating luer; lot# 3060049. No mating devices were returned. The silicone seal was completely separated from the microclave housing. Functional testing: coring was observed on the silicone seal. Unit was disassembled and then put back together. Unit was pressure tested. No leaking was observed in the activated or unactivated state. Analysis summary: the reported complaint was confirmed. The root cause of the failure could not be determined. Previous engineering analysis has shown that excessive backpressure can cause the silicone plug to dislodge from the microclave. The coring observed is indicative of an incompatable mating device.

Event description:
Complaint rec'd regarding one (1) 081-c4203-2, 8.5" (22cm) appx 1.1ml ext set w/2 clave, clamp, rotating luer; lot# 3060049. The report states, the recessed silicone plug was found when a user disconnected a infusion set (nipro's ex2-100nfx and isa-200d002) from clave connector after administration of antibiotic for an hour. Duration of use: for a few days (less than a week). There were no adverse operator consequences reported.